Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated for the carbohydrates in a meal. Additionally, the customer reported being on pain medications. The customer's blood glucose level was 230 mg/dl, and was addressed with a correction bolus.